Event description:
The MFR received info alleging a pt expired while using a bipap a40 device. There was no allegation of device malfunction. The device is in the possession of the district attorney's office. The MDR will submit a follow up report when the MFR receives the device for eval and completes the investigation.